Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously underwent an attempted system upgrade procedure which was unsuccessful due to an occluded vein. The physician believes that the previous procedure resulted in a pocket infection. The device and lead were explanted. The patient was stable. Related manufacturer reference number: 2938836-2019-15529.